Event description:
The customer reported that the t:slim x2 pump battery would not charge, even though they followed various troubleshooting steps with tandem equipment and alternative charging accessories. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.